Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device. Visual inspection revealed that the power plug assembly was pulled away from the power cord, and displayed thermal damage due to loose wire connections. This issue can be attributed to repeated pulling on the power cord, typically to unplug the device from the wall outlet. Unplugging the device in this manner can result in the internal wire connections between the power cord and the power plug assembly loosening over time. A new power plug assembly was wired onto the existing power cord, and the rover was returned to use.

Event description:
It was reported by the user facility that the neptune rover power cord was damaged and potentially smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.